Manufacturer narrative:
All codes no longer apply. All information regarding this report can now be found in manufacturer report 3004209178-2011-03332. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins). It was reported many years ago the patient was installed with a spinal cord stimulator. The device worked and the intense pain the patient had was interrupted by the device. After about 3 months or so the wires attached to the implant broke which rendered the device useless. The patient is still in extreme pain but is semi controlling it with medication. No further patient symptoms orcomplications were reported in this event.